Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were observed in the ventilator's downloaded error log. The device's blower motor and system board were replaced and the device's software was reloaded to address the issues.